Manufacturer narrative:
Duplicate medwatch record. Allegation previously reported under manufacture report # 3013756811-2021-23556.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge. There was no adverse impact to customer¿s blood glucose level. Tandem technical support guided the customer through loading a new cartridge.